Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their left extension. Surgical intervention was undertaken and the left extension was explanted and replaced.